Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified de novo lesion in the mid left anterior descending artery. A 3.5 x 28mm xience alpine stent delivery system (sds) failed to cross the lesion due to the anatomy. When the sds was removed, the physician noted that the stent had dislodged off the balloon but still remained on the delivery system. A 3.5 x 23mm xience alpine successfully completed the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.